Manufacturer narrative:
This event was reported by customer service engineer. The reported healthcare facility is: (B)(6). (B)(4). The complainant indicated that the device is in pending service and not available for return; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2022 that an auriga xl 4007 laser console was used in a procedure performed on (B)(6) 2022. During the procedure, the laser console alerted system error 1306: "shutter out of order: please restart device or call service". The procedure was not completed due to the event. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.

Event description:
It was reported that during the procedure, the laser console alerted system error 1306: "shutter out of order: please restart device or call service". The procedure was not completed due to the event. There were no patient complications reported as a result of this event. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.

Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes the reported shutter error message that resulted in the procedure being aborted was confirmed through analysis. After replacing the components, the console passed full functional electrical safety testing. A review of the console service history confirmed that the console was fully functional without issues since last serviced. Per the reported information there was no direct patient complications associated with the error codes. There is no information to reasonably suggest that the reported error codes could potentially cause or contribute to patient harm if these were to occur again. Technical analysis: the product was returned for analysis to our post market quality assurance laboratory. Visual examination confirmed there was no physical damage to the shutter or the main board. The error message was identified to be an electrical issue. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Device history record: the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. This laser console was installed on 26 february 2021. The system was last serviced on 07 june 2021. The laser console was fully functional without any issues. Investigation conclusion: based on the information available, a conclusion code of caused traced to component failure was assigned to this investigation.